Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a post hoc analysis of a prospective study completed between 2014 and 2019 analyzed 102 cases of roux-en-y gastric bypass surgery patients who presented with an onset of abdominal pain 30 or more days postoperatively and underwent a diagnostic gastroscopy. Endo gia was used to create linear anastomosis. Complications included marginal ulcers in 16 cases and staple material was present in 8 cases. Interventions included diagnostic gastroscopy, proton pump inhibiting medications, and reoperationto revise the gastrojejunal anastomosis.